Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a rising threshold in bipolar configuration and was not capturing in unipolar. Possible lead fracture was mentioned, but the physician does not allege that fracture occurred. The lead was capped and replaced on (B)(6)2020. The patient was in stable condition.